Event description:
It was reported that the catheter became entrapped on the guidewire and the procedure was canceled. A 2.4mm jetstream xc atherectomy catheter was selected for the index procedure. During the procedure, however, the catheter had seized on the wire. The procedure was canceled due to this event.

Event description:
It was reported that the catheter became entrapped on the guidewire and the procedure was cancelled. A 2.4mm jetstream xc atherectomy catheter was selected for the index procedure. During the procedure, however, the catheter had seized on the wire. The procedure was cancelled due to this event.

Manufacturer narrative:
Device evaluated by manufacturer: the product was returned to boston scientific for analysis. Returned product consisted of a jetstream xc-2.4. An unknown filter guidewire was stuck in the device. The device and the catheter shaft were analyzed for damage. The catheter shaft showed no damage. A non-compatible filter guidewire was stuck in the device. The proximal end of the guidewire was not sticking out of the pod 147.5cm. The distal end of guidewire was sticking out of the tip end 25cm. The device was functionally tested per the IFU set up procedure and the device did rotate; however, at a slower speed. It was noticed that the jetstream was run over the coils of the guidewire. Inspection of the remainder of the device revealed no damage or irregularities. The complaint was confirmed for a guidewire sticking issues.